Event description:
It was reported that the plate and screw were used on (B)(6) of 2009. After the operation, in (B)(6) 2009, the pt and dr noticed that the 5 screws out of 9 screws were broken and the plate was loose. The removal and replacement operation was finished in (B)(6) 2009 without any problems. These broken screws are one of each (B)(4), (B)(4), (B)(4). The 1 of 5 broken screws were lost. The surgeon informed the stryker sales rep of this event on (B)(6) of 2010.

Manufacturer narrative:
Investigation in process, but not yet complete.